Manufacturer narrative:
At the completion of the clinical evaluation, based on the information clinical evaluation was unable to find substantial evidence to support the following reported events; patient currently being monitored. A clinical assessment information available, clinical was able to find evidence to refute the unidentified endoleak, rather there was evidence of fabric billowing. There was no device malfunction identified, however patent lumbar arteries, a cautionary product use condition, and there subsequent coiling (pr 21500) likely contributed to the misidentification of a leak. Embolic coils and glue add introduced image artifact within the sac, complicating radiology interpretation. There were no associated clinical harms. The patient was reported to be under surveillance. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant with a bifurcated stent and an infrarenal aortic extension. In (B)(6) 2016 a computed tomography (CT) showed the patient had a type 2 endoleak. In (B)(6) 2016 the physician elected to implant coils and use glue to resolve the type 2 endoleak. Approximately one (1) years post secondary procedure the patient returned for a routine follow-up. The CT showed contained contrast outside the stent cage. The aneurysm sac was reported stable with no indications of enlargement. The physician has elected to continue monitoring the patient. As of date, no additional patient sequelae has been reported.